Event description:
It was reported that during a trial procedure on (B)(6) 2019, the tip of the small curve delivery sheath broke off when attempting to remove the sheath from the needle. This broken off tip could be seen with x-ray once the rest of the sheath was completely out. The tip was left inside the patient. No other complications occurred during the procedure, and no further intervention is planned for the broken tip.